Manufacturer narrative:
Device was received with blank display due to moisture damage on the electronic assembly. Unable to perform functional testings due to blank display. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 128 mg/dl. The customer reported that insulin pump was exposed to moisture. The customer reported that insulin pump was alarming and vibrating. The customer was assisted with troubleshooting for moisture. The customer was advised to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.